Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 mg/dl and increasing. Reportedly, the customer had been fasting since the evening of (B)(6) 2017 for a medical procedure, and believes not consuming food caused the low bg level. To treat the low bg level, the customer consumed liquid glucose. The customer declined to perform troubleshooting and declined further follow-up from tandem technical support.